Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia above target for approximately eight hours, with a reported peak over 400, while using the ilet system; the user replaced the infusion set and confirmed insulin flow via a fill sequence, observed a normal-appearing cannula on removal, and later noted the cgm reading remained high with downward trend arrows; no backup therapy, ketone testing, or medical intervention was used. Symptoms included nausea and body aches. Outcomes included no hospitalization and no medical intervention. Investigation included user-guided troubleshooting and education, including confirmation of insulin delivery through tubing and an infusion site change. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no confirmed infusion set or insulin flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.